Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the extravasation was observed on one edge of the silicone and body of the device. It was further reported that the patient experienced pain and edema. Reportedly, the device was removed. The patient is stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported leak and the identified septum dislodgement issue as the lumen was protruding the powerport and appeared to be dislodged from the port septum in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023), g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post port placement, the extravasation was observed on one edge of the silicone and body of the device. It was further reported that the patient experienced pain and edema. Reportedly, the device was removed. The patient is stable.

Manufacturer narrative:
H10: h10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post port placement, the extravasation was observed on one edge of the silicone and body of the device. It was further reported that the patient experienced pain and edema. Reportedly, the device was removed. The patient is stable.

Event description:
It was reported that sometime post port placement, the extravasation was observed on one edge of the silicone and body of the device. It was further reported that the patient experienced pain and edema. Reportedly, the device was removed. The patient is stable.

Manufacturer narrative:
10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI implantable port attached to a catheter was returned for evaluation. In addition to the returned physical sample, one electronic photo was provided for review. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fluid leak and identified material protrusion issues as the port septum noted to be partially dislodged from the port body and upon infusing the port, a leak from the dislodged port septum was noted. The photo review also confirms the same. Further during functional evaluation, a mandrel test was performed and both the port stem passed the mandrel test as the 0.035" guidewire inserted through the port stem. No obstruction was felt as guidewire entered fully within the port stem. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023), g3, h2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.